Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that four knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no harm to any patient. Additional information is not available for this report.